Event description:
Patient complained of possible non-functioning of expandable lap band, upon testing device found to have a hole in the tubing, patient taken to surgery for removal, during procedure tubing of band fractured. Dates of use: 2006-- 2008.